Event description:
It was reported that during a da vinci-assisted surgical procedure, biomed pulled erbe from vsc on sk0230 to use in place of another erbe that failed during a case with sk5171. After completing the erbe replacement on sk5171, re-installed erbe that was pulled by biomed [ p/n 951300-03 s/n (B)(6)]. The erbe was re-installed back into sk0230 in accordance with isi procedures. The system passed all required tests. Electrical safety and system verification successfully completed. System ready for use. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse had the erbe generator replaced. After reinstalling the generator back into system sk0230, the system passed all tests. The system was tested and verified as ready for use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to system checkmaster related electrical and fiberoptic issues on the erbe iesu. The issue was resolved by replacing the defective unit.